Manufacturer narrative:
The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable, following an unrelated surgical procedure. It was also reported that the device was not placed in surgery mode prior to the procedure. As a result, a representative troubleshot the device and therapy was restored.